Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was still on cardiopulmonary bypass and a partially clamped aorta, the pump was inserted to the apical cuff ring. When the ring was locked and the surgeon checked for haemostasis, a significant bleed was noted between the ring and the pump. Despite unlocking the and readjusting the pump, the bleeding could not be stopped. The pump was then exchanged, and the bleeding stopped. The pump exchange slightly delayed the procedure but the surgeon did not think that it had a negative effect on the overall procedure. As of (B)(6) 2024, the patient was in the intensive care unit (ICU) with a right ventricular assist device (rvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: dimensional analysis of the cuff lock using the vision system revealed that the distance between the pins on each end of the locking arms was smaller than the drawing specification. The reported blood leak between the apical cuff ring and the pump was confirmed through the analysis of the submitted video. (B)(6) was returned assembled with the pump cable intact. The sealed outflow graft, outflow graft bend relief, apical cuff, and modular cable were not returned for evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. Additionally, receiving inspection was reviewed, which includes dimensional inspection of the cuff lock batch. No deviations or rejections were noted. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. No notable events were observed. The lvad log files appeared to capture the pump operating as intended. The device was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. Additionally, receiving inspection was reviewed (batch 8987046 and 8987147), which includes dimensional inspection of the cuff lock batch. No deviations or rejections were noted. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm 3 lvas patient handbook are currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.